Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator f or spinal pain. It was reported that the patient had to charge their implantable neurostimulator (ins) longer and it was more difficult to keep the ins charged. It was also reported that the patient typically charges every two weeks but was now having to charge more often. She charged ¿at night¿ and was having to charge 5-6 hours to get the ins charged up. The rep¿s clinician programmer recharge data showed that all of the patient¿s recharge sessions were short, around 0.6 hours. It was confirmed that the stim was working great and the patient was getting 8 coupling bars. There were no reports of any trauma/falls that could be related to the issue. In the end, the patient was directed to call in to do some troubleshooting. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the recharger wouldn't charge the implant to 100%. The charging took a long time and only charged the ins 1/2 to 1/3 full. The issue had gotten worse and the desktop charger wasn't bent, broken, or loose when plugged into the recharger. The connector pin may be a little bent. The cause of the charging issues wasn't determined. The manufacturing representative (rep) could only speculate that the charger had a malfunction. The issue had not been resolved.